Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 827823) for female sterilisation. The patient had a medical history of parity, abnormal uterine bleeding and heavy menstrual bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1683 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingectomy with removal of specimen in an enclosed pouch via culdotomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: endometrial catheter was placed by the referring provider and fluoroscopic spot films are obtained during contrast injection. Scout view shows the tubal occlusion device is present bilaterally. Postcontrast injected study shows evidence of retroverted uterus with occluded fallopian tubes bilaterally. There was some reflux into the vagina. Impression: findings consistent with successful bilateral tubal occlusion. [Pathology test] on 15-dec-2015: specimen: uterus, bilateral fallopian tubes preoperative diagnosis: aub. Postoperative diagnosis: aub. Gross description: each tube is step section to reveal a pin-point lumen. Sectioning reveals two small white, well-circumscribed lesions, 0.3cm each in diameter. The majority of the specimen consists of pink/tan, trabeculated myometrium. No definitive cervix or endometrium are identified microscopic examination: a microscopic examination is performed. Diagnosis (es): uterus and bilateral fallopian tubes, resection: secretory endometrium. Leiomyomata. Unremarkable fallopian tubes. Negative for atypia, hyperplasia or malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 827823) for female sterilisation. The patient had a medical history of parity, abnormal uterine bleeding and heavy menstrual bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1683 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingectomy with removal of specimen in an enclosed pouch via culdotomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: endometrial catheter was placed by the referring provider and fluoroscopic spot films are obtained during contrast injection. Scout view shows the tubal occlusion device is present bilaterally. Postcontrast injected study shows evidence of retroverted uterus with occluded fallopian tubes bilaterally. There was some reflux into the vagina. Impression: findings consistent with successful bilateral tubal occlusion. [Pathology test] on (B)(6) 2015: specimen: uterus, bilateral fallopian tubes preoperative diagnosis: aub. Postoperative diagnosis: aub. Gross description: each tube is step section to reveal a pin-point lumen. Sectioning reveals two small white, well-circumscribed lesions, 0.3cm each in diameter. The majority of the specimen consists of pink/tan, trabeculated myometrium. No definitive cervix or endometrium are identified microscopic examination: a microscopic examination is performed. Diagnosis (es): uterus and bilateral fallopian tubes, resection: secretory endometrium. Leiomyomata. Unremarkable fallopian tubes. Negative for atypia, hyperplasia or malignancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 827823-invalid) for female sterilisation. The patient had a medical history of parity, abnormal uterine bleeding and heavy menstrual bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1683 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingectomy with removal of specimen in an enclosed pouch via culdotomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: endometrial catheter was placed by the referring provider and fluoroscopic spot films are obtained during contrast injection. Scout view shows the tubal occlusion device is present bilaterally. Postcontrast injected study shows evidence of retroverted uterus with occluded fallopian tubes bilaterally. There was some reflux into the vagina. Impression: findings consistent with successful bilateral tubal occlusion. [Pathology test] on (B)(6) 2015: specimen: uterus, bilateral fallopian tubes preoperative diagnosis: aub postoperative diagnosis: aub gross description: each tube is step section to reveal a pin-point lumen. Sectioning reveals two small white, well-circumscribed lesions, 0.3cm each in diameter. The majority of the specimen consists of pink/tan, trabeculated myometrium. No definitive cervix or endometrium are identified microscopic examination: a microscopic examination is performed. Diagnosis (es): uterus and bilateral fallopian tubes, resection: secretory endometrium. Leiomyomata. Unremarkable fallopian tubes. Negative for atypia, hyperplasia or malignancy. According to bayer qa, the lot number 827823 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 11-jan-2024: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.